Manufacturer narrative:
Initial/final. (B)(4). Concomitant medical products: unknown taper adapter, unknown pn, unknown ln. Unknown cup, pn unknown, ln unknown. Unknown femoral stem, pn unknown, ln unknown. The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01509, 0001825034-2019-01510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.